Manufacturer narrative:
Other, other text: additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was able to be confirmed. The fault was determined to be due to customer damage. The microprocessor unit board was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's software was corrupted. There were no reported adverse events.